Event description:
A surgeon reported a case of shallow incision, observed in the pt's left eye during laser assisted cataract surgery. The surgeon opened the incision manually with a blade. A suture was placed over the incision to make a tight seal. Add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).